Event description:
The pump is advertised as being water proof and that one can swim with it. Pt was on vacation swimming in 5 feet of water for about 20 mins checked pump and found water had entered it. Motor was running continuously and it shorted out. It delivered between 175 and 180 units of insulin. Incident happened at 2:15 pm. An IV glucose drip was started at hosp. MFR was contacted and said that the pump should have shut down. MFR has requested pump for evaluation.